Event description:
It was reported that a custom plate could not be used intraoperatively due to insufficient lateral extension and interference with the genioglossus segment, resulting in inadequate posterior coverage and the surgeon proceeded without using the plate.